Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smartablate¿ irrigation tubing set, and foreign material inside the tubing was observed. While priming (initial flushing) the tubing, a bubble was generated that the staff was unable to remove. A bubble error then populated. This tubing was not used on the patient. Smartablate tubing was replaced and the issue resolved. Procedure was completed without patient consequences. Physician indicated that upon opening the tubing, a fine glittery dust was observed. There is no information regarding if the fine glittery dust was mobile (floating in the lumen) or fixed (embedded in the plastic). The bubbles in tubing issue and bubble error is not reportable. The potential risk they could cause or contribute to a death or serious deterioration in state of health is remote. However, the foreign material observed inside the tubing has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smartablate¿ irrigation tubing set, and foreign material inside the tubing was observed. The investigational analysis has been completed. The complaint product was inspected and it was found in normal condition. No foreign material was found. Irrigation testing was performed and the tubing passed specification. No micro bubbles were found in the tubing after flushing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record review verifies that the device was manufactured in accordance with documented specification and procedures.complaint was not confirmed. Manufacturer ref no: (B)(4).

Manufacturer narrative:
On 2-aug-2023, we became aware that follow up #1 was accidentally reported as follow up #2. We are resubmitting this information to correct the sequencing. It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a smartablate¿ irrigation tubing set, and foreign material inside the tubing was observed. The investigational analysis has been completed. The complaint product was inspected and it was found in normal condition. No foreign material was found. Irrigation testing was performed and the tubing passed specification. No micro bubbles were found in the tubing after flushing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed. Manufacturer ref no: (B)(4).